Event description:
Boston scientific received information that this caller observed this patient's heart rate decrease to approximately 38 bpm and there was no pacing therapy noted. The caller stated that the device was last checked two weeks ago and at that time someone stated the battery was good for "1". The caller was uncertain if this meant one week, one month or one year and she was calling for clarification and if a boston scientific representative could come to evaluate this device. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the typical context of a longevity estimate and suggested contacting this patient's following physician for the programmed settings. Efforts to obtain additional details were unsuccessful. According to our records, this device remains actively implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.